Manufacturer narrative:
Updated fields: b4, e2, e3, g3, g6, h2, h3, h6 (investigation findings, investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. The unit passed all functional and safety tests. The iabp was working to manufacturer specifications.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use cardiosave intra-aortic balloon pump (iabp) had EKG monitoring trigger doesn't work. There was no harm or injury reported.